Event description:
The following information was reported: angiogram showed minimal disease. Balloon loss of pressure at 2nd stop (arteriotomy). Manual compression was applied for 40 minutes. The patient was not hospitalized. The patient was noted to be "okay". Procedure type: intervention peripheral vessel size: 6 mm stick location: medium sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1402804) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. UDI number: (B)(4).